Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument was noted to have twisted tips. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .094 offset at the tips, indicating overloading at the tip. Electrical continuity passed. It was concluded that the damage to the grip/tip may have been due to mishandling. Failure analysis also found scratches on the surface of the distal pulley and frayed pitch cable at the distal clevis hub. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable found during failure analysis, if to reoccur could cause or contribute to an adverse event.